Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor electrode was missing. The customer¿s blood glucose was unknown. The customer reported that there was no electrode when the sensor was removed before. The patient was advised to consult with a medical facility, because the sensor was an asset of the medical facility. The troubleshooting was not performed. The sensor will not be returned for analysis.